Manufacturer narrative:
The manufacturer has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. The manufacturer defers to the patient's physician regarding medical history.

Event description:
It was reported the patient was unable to communicate with her scs ipg and external devices. The patient stated she last had charged the device a few months ago, and the ipg battery was possibly depleted. Subsequently, surgical intervention was taken and the patient's scs ipg was replaced with a new one. Stimulation therapy was reportedly restored postoperatively.